Manufacturer narrative:
(B)(6): poor suction ring application with tilt may have contributed to reported capsular tear. (B)(6): poor suction ring application with patient positioning may have contributed to reported capsular tear. (B)(6): laser capsulorhexis was completed without issue and laser found to have functioned as designed. No further clinical follow up

Event description:
P1008 - anterior capsular tear issue: on 02/21/2024, that the doctor at system lls5158 reported anterior capsular tears on 3 patients. Patient (B)(6) on (B)(6) 2024, patient ID (B)(6) on (B)(6) 2024 and patient ID (B)(6) on (B)(6) 2024.